Manufacturer narrative:
Device received with cracked battery tube thread noted. Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was accidentally dropped and had partial display. The customer¿s blood glucose was 111 mg/dl. Troubleshooting was done for partial display. Customer reported they were unable to saw display on the screen aside from battery icon and tried pressing buttons but nothing came up on the screen. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.